Manufacturer narrative:
According to the facility, a rn went to remove a foley post op, the balloon was deflated and removed most of the way but then felt resistance at the very end as it was stuck. The rn was able to get the patient to relax, extra lubrication was applied, and the catheter was able to be removed. The patient experienced pain and discomfort during removal. There was no bleeding or tears to the penis noted. The catheter had a hard ridge where the catheter balloon had retracted into itself created a hard ridge. Post catheter removal, the patient was able to void without issue. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility, a rn went to remove a foley post op, the balloon was deflated and removed most of the way but then felt resistance at the very end as it was stuck.